Manufacturer narrative:
(B)(4). The reported failure of the cuff wont inflate was verified due to a tear in the tracheal tube cuff. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the tracheostomy tube's cuff was pre-tested prior placement but leaked during use. The patient was reintubated. The initial tube was placed in the patient on (B)(6) 2015 and the leak was noticed (B)(4) 2015. This happened three times on the same patient. The lot number was not retained by the customer. On (B)(6) 2015, they replaced the third tube with and size 7 xlt tracheostomy tube. The three related events, one for each tube are reported on 2936999-2016-00015 for the first tube; 2936999-2016-00016 for the second tube; 2936999-2016-00017 for the third tube.